Event description:
It was reported that the patient had a right knee implant procedure on (B)(6) 2012, and approximately two years post implant, a revision was performed due to infection. The physician performed a poly exchange and washed out the patient's right knee. The cause of the infection is unknown.

Manufacturer narrative:
It has been communicated by the customer tha the device will be returned to (B)(4) for evaluation. Once device is received it will be evaluated and a supplemental medwatch 3500a form will be submitted with the results of the evaluation. Concomitant products: customer indicated multiple devices were used in the implant procedure on (B)(6) 2012; however, the names of these products were not reported to us. (B)(4)requested additional information on the other devices used during the implant procedure that occurred on (B)(6) 2012, but the customer has not yet responded to our requests. If this information is provided, a supplemental medwatch will be submitted.

Manufacturer narrative:
The complaint sample was not returned for evaluation so the cause of the reported event could not be determined. DHR was reviewed and no discrepancies were found. No further investigation required.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.